Event description:
A caller reported that the insulin gauge was displaying a different amount than expected, with a fill estimate of 28 instead of the expected 100, exceeding a difference of 30 units. Despite this discrepancy, there was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in reloading the same cartridge, and the caller was advised to monitor the situation and follow up if necessary.